Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right atrial lead dislodged. The physician successfully repositioned the lead. The patient was in good conditions post surgery.